Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution administration set presented a hole. This event occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with solution inside the chamber. A functional leak and pressure test were performed and a leak was found from a tar in the extension tube near the poliflix. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.